Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly the customer believes the bg level is related to inserting the site into scar tissue. However, the customer did not observe any issues with the cannula or tubing. The bg level was addressed with a manual injection. Additionally, it was reported that a valid cartridge alarm 25 (removed cartridge) occurred. The customer stated that the cartridge was removed during pumping. A valid fill tubing alert occurred as the customer did not properly exit the load sequence.